Manufacturer narrative:
(B)(4). Batch # m92x0a. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during the laparoscopic splenectomy,after used 2.5 hours, titanium tip was broken during procedure. The breakage piece was retrieved from patient. Changed another one to complete surgery. The surgery delayed. No additional information can be provided.